Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, investigation suggests/indicates patient factors (bicuspid valve) likely contributed to the annular rupture. There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, the patient died from a complication of an annular rupture during a transfemoral deployment of a 26mm sapien 3 ultra valve in the aortic position. The patient had a bicuspid aortic valve.  After the valve was expanded and placed, an annular rupture occurred. The rupture was below the left coronary artery. The patient was hypotensive and went into cardiac arrest. The patient was placed on heart/lung machine and converted to an open surgery.  The sapien 3 valve was explanted and an edwards surgical valve was implanted. Subsequently, the patient passed away post-procedure due to a combination of bleeding and very fragile tissue. Of note, the death was not related to the edwards surgical valve. Per post procedure discussion, the cause of the annular rupture was due to the patient¿s bicuspid valve.  In addition, there was a fusion of the right and left cusp just under the left coronary artery. The patient¿s annulus area measured 468mm2 with moderate annular calcification.